Event description:
The customer reported receiving erroneous red blood cell (rbc), hemoglobin (hgb) and hematocrit (hct) results for two patient samples on a coulter act 5diff cap pierce (cp), and requested a service visit. The samples were re-run both on the same instrument and on an instrument of the same model, with acceptable results in line with the patient's history. Samples were collected in 3ml edta tubes, and were run approximately 90 minutes after collection. The customer did not question sample integrity for this event. Erroneous results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/19/2015. The fse stated that he was not able to reproduce the reported issue. However, while verifying instrument operation; the fse found the aspirate probe worn and dry diluent residue around the syringes. He replaced both parts resolving the issues. The dry residue was contained within the analyzer. The customer was not aware of the leakage. The repairs were verified per established procedures. Age, date of birth, and weight were not provided for patient 1. No information nor patient results were provided for patient 2, and the allegation of erroneous results could not be confirmed.